Event description:
It was reported that during implant the right atrial (ra) lead dislodged three times and on the fourth attempt the helix would not extend. A helix malfunction was suspected. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the distal electrode. Lead was received with the helix fully extended and with blood on the helix. Helix was cleaned and then retracted in preparation for helix extension/retraction and length testing. Extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).